Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient passed out and was taken to the hospital. At the hospital, a stoma site abscess was found. The patient received ceftriaxone intravenous (IV) antibiotics while hospitalized and was switched to an unknown oral antibiotic on (B)(6) 2021. The patient was then put back on IV ceftriaxone after experiencing burning in the throat with the oral antibiotic. The date of discharge from the hospital was not provided.